Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn marks on the transmitter¿s ac power adapter main circuit board, the transmitter's modem circuit components and the inner housing of the transmitter. The damage was due to high current flow.

Event description:
This report is to advise of an event observed during analysis.